Event description:
It was reported that the patient was experiencing extracardiac stimulation. The left ventricular (lv) lead outputs were decreased, and the lead remains in use. The patient is part of the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing extracardiac stimulation. The left ventricular (lv) lead outputs were decreased, and the lead remains in use. The patient is part of the system longevity study. It was further reported that the patient continues to experience diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.